Event description:
It was reported a patient received multiple inappropriate shocks. It was found the right ventricular (rv) lead had high impedance and possible fracture. The lead was turned off, later capped, and a new lead was implanted. It was also noted the left ventricular (lv) lead had high thresholds and was unable to capture. High impedance with a possible fracture was noted. The lead was capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead, (B)(6) 2007; d274trk implantable cardioverter defibrillator (B)(6) 2009. (B)(4).